Event description:
New information received confirmed programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that non sustained right ventricular oversensing determined to be due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no reported patient consequences.